Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced acute urinary retention after altis procedure. Date of procedure:(B)(6) 2018 (with intra-uterine device change). Date of onset event: (B)(6) 2018. Description of the event: acute urinary retention (pvr=400ml), sling was so tight , the patient didn't have spontaneous urination, prolongation of existing hospitalization (2 days). Treatment: intermittent drainage during one day and loosening of altis (without cutting or removal) on (B)(6) 2019. Status of the event: resolved on (B)(6) 2018 (device still implanted). According to the investigator, the event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the additional lot number received and conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of urinary retention, quality accepts the physician's observations of such as the reason for surgical intervention. The contract manufacturer (cm) was notified of the lot number. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.